Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to vomiting, diarrhea, dehydration, and low potassium and stomach cramps. The patient's blood glucose levels reached 121 mg/dl while wearing the pod for an unknown amount of time. The patient stated that they do not believe the pump is the reason they went to the hospital but the low and high blood glucose may have been contributed to the symptoms. No information was given on how the patient was treated.